Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
It was reported through the submission of an implant sheet that patient's left hip was revised. A shell, 6 screws, mdm/adm construct, and a femoral head were implanted. Rep. Has stated the following: "an undetermined previous surgeon put a constrained liner into an acetabular shell with no screws. The forces on the hip caused the cup to fail and dislocate superolateral. Physician was performing the surgery to correct the patient¿s normal hip function. The acetabular cup, constrained liner, and femoral head were explanted.